Manufacturer narrative:
The device was in use for treatment. The ra lead was explanted, however, it has not been returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. Lead fracture, threshold elevation, high impedance and loss of sensing are recognized clinical events referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that this right atrial (ra) lead exhibited a fracture. The ra lead measurements indicate bad sensing, high pacing thresholds and high impedance. This lead was explanted and replaced. No adverse patient effects were reported. The lead was implanted for approximately for 14 years, 3 months.